Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump received a failed battery test. Unable to complete troubleshooting due to insulin pump not accepting any type of batteries. Customer's blood glucose level at the time 50mg/dl. Advised insulin pump would be replaced. No additional information was provided.